Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. The event can be detected/prevented by following the instructions for use which state: ¿¿chapter 3 preparation and inspection, 3.2 inspection of the endoscope, and 3.6 inspection of the endoscopic system¿ describes the following warning. 9. Inspect the air / water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. 1. Keep the air/water valve's hole covered with your finger and depress the valve. Observe the endoscopic image and confirm that water flows on the entire objective lens.¿ olympus will continue to monitor field performance for this device.

Event description:
The olympus representative on behalf of the customer reported to olympus, the evis lusera colonovideoscope had a poor air / water supply. The device was inspected prior to use, and the intended procedure was completed. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: the nozzle had foreign objects. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed, the air supply volume / water supply volume / water removal ability did not meet the standard value due to the clogging of the nozzle. The device evaluation found that the nozzle had foreign objects. The cleaning, disinfection, and sterilization (cds) was performed by the customer and completed prior to sending the device back to olympus for repair, the customer did not know what the foreign material may be. It was unknown if there was any delay in the start of pre-cleaning, the customer flushed the air / water nozzle with water and air, and there were no abnormalities in the accessories used for reprocessing. The customer did not presoak the endoscope in the detergent solution, it was unknown if the customer wiped / brushed the air and water nozzle with clean lint-free cloths / brushes / sponges, the customer flushed the air / water nozzle with the detergent solution, and there were no concerns about reprocessing. Additional findings include the following: the bending angle in the up direction did not meet the standard value due to wear of the angle wire, the light guide lens had a crack, the indication on the scope connector was peeled, the grip was shaved, the suction cylinder was shaved, the adhesive on the bending section cover had a white-clouded area / a crack / a chip, the play of the up / down knob was out of the standard value due to wear of the angle wire, the forceps channel port was shaved, and a flare occurred due to a scratch on the objective lens. The following had a scratch: the plastic distal end cover, adhesive around the light guide lens, light guide lens, objective lens, protector of the universal cord on the scope connector side / control section side, connecting tube, switch 1, and the bending section cover. The investigation is ongoing, a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.